Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received a report of a sapien m3 procedure in mitral position where the patient had a one year follow up tte on (B)(6) 2026 which showed worsening intra-valvular leak. The patient had a small leak the day of the procedure but is now worse. The patient was doing well clinically and had a hospitalization event that occurred due to high altitude but wasn't stated that it was relevant to the mitral valve. Patient was brought in on (B)(6) 2026 to have a viv done with a s3ur device.